Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the suture broke off. Applied another device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.